Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to have low battery due to a diagnostics issue. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.